Event description:
The reporter stated a competitor's lens haptic was bent while using an mtc- 60c fp cartridge, an msi-pf injector and a foam tip plunger. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
A cartridge lot number search was performed and three similar complaints were found. An injector lot number search was performed and similar complaints were found.